Event description:
It was reported that during an arthroscopic medial meniscus repair procedure, after t1 was sutured, t2 pre-deployed. T1 and t2 were both removed from the patient. No patient injury reported. The doctor utilized the back up to complete the surgery.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device received. It was used for ¿an arthroscopic medial meniscus repair procedure¿. The blue split cannula was not returned. The depth limiter was on the shaft but trimmed. T1 was not returned. T2 was returned still attached to a small portion of frayed suture. This indicates that t2 suture was pulled vs. Cut free. A second separate length of suture was returned. The suture with no anchor has clean shear cut ends. These are both separated from the delivery needle. A functional test indicated that the manual advancement of the actuator performs properly. There is no obvious disfigurement or damage to the device. No mechanical problem was found with the device returned. The investigation determined the root cause of this event to be user error. No further investigation is warranted. A review of the device history record was performed which confirmed no inconsistencies.